Event description:
2023-mar-10: information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostim ulator (ins) for spinal pain. The reason for call was caller states the patient's ins is no longer working. Caller reports the patient was scheduled for an MRI, however the stimulator was not working at that time either, so she believes it has not worked for over a year. Caller does report that the patient has their controller, however it is not charged and cannot connect to the ins. Caller also stated during the call that the patient's spouse told her "they just did it last time." Troubleshooting was not required. Called caller back to review head-only eligibility if facility can confirm the neurostimulator is off and no components are within the t/r head coil. 2025-sep-30: additional information was received from a healthcare professional (hcp). The hcp reported that the patient needs an MRI. Hcp states the ins battery is depleted. Hcp states that a note from 2023 indicates that that the ins battery has been depleted for over a year and a manufacturer representative (rep) informed them that the ins battery can no longer be recharged but pt can still have MRI.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.